Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Corrected to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that no direct cause of the erosion and low intraoperative impedances were determined. Actions/interventions included the wound was surgically opened on (B)(6) 2018, undermined, wa shed out, and suture closed. While the erosion is currently resolved, the patient's decreased impedances remain. This information was confirmed by the healthcare provider.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that there was an erosion of the left burr hole wound site. The rep reported that the burr hole site was opened, washed out, and re-closed. The rep reported an intraoperative electrode impedance testing revealed a drop in impedance between some contacts: 0 & 1 = 68, 0 & 3 = 69, 1 & 3 = 69. The rep reported that all other electrode impedances remained within normal range. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.